Manufacturer narrative:
This report is submitted on may 13, 2024.

Event description:
Per the clinic, the patient underwent a skin revision surgery in order to reduce the skin flap (specific date not reported).